Manufacturer narrative:
Concomitant medical products: product ID: sesr01, serial#: (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and the implantable pulse generator (ipg) exhibited premature battery depletion. The ipg was explanted and replaced. The rv lead remains in use. No patient complications have been reported as a result of this event.